Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to bsc on 01/16/2007 that an ercp took place in 2006 for a diagnosis of a pseudo cyst. Three months later, the patient returned for a CT scan and the findings revealed "a small radiopaque" located within the pseudo cyst in the pancreas. The patient is male with age unknown. Based on information rec'd by bsc, the physican presumed that the "small radiopaque" was left behind as a result of the ercp performed three months earlier. Since bsc products as well as non-bsc products were used during the procedure, it is not possible to determine the source of the "small radiopaque." It was reported by the physician that there is no plan to remove the foreign body only management of the pseudo cyst.